Event description:
It was reported that myopotential oversensing was observed on the device. Provocation testing was performed, and the event was not reproducible. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.